Manufacturer narrative:
(B)(4). No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and an anomalous component on the hybrid was believed to be the cause of the reported noise.

Event description:
It was reported the system was explanted and replaced due to the patient receiving inappropriate shocks. The patient condition was okay.